Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient received an occlusion alarm during a cassette change. Troubleshooting did not resolve the issue, but replacing the tubing cleared the alarm. The patient reported no kinks or visible blockage and believed the previous tubing was defective. This was a continuous infusion, and the flow rate and volume delivered were unknown. The medications involved were remodulin 30 ng/kg/min and winrevair sdv (pap). There was a patient involvement and there were no additional adverse consequences.